Event description:
Customer reported device was reading low = 162 m/dl. Customer "blacked out" and was taken to the hospital. Hospital device = 230 mg/dl. Customer was given regular medications and given an EKG, tee, sleep study, MRI, and a heart ultrasound. Controls were in range. A request was made for return product and replacement product was sent.